Event description:
Pt having surgery for tonsilectomy and adenoidectomy. Oral intubation and red rubber catheter in mouth. Valleylab hand cautery/suction ent bovie. Spark from bovie cautery caught to red rubber catheter and flashed. Pt sustained a superficial mucosal burn to mouth area.